Event description:
Reportedly, the stent was deployed on target in the sfa, however, when pulling back on the delivery sys, the zip wire got stuck inside. When the dr pulled back again he heard a snap and the catheter lumen snapped off of the delivery system. The entire zip wire had to be pulled out to retrieve the broken piece of catheter lumen.

Manufacturer narrative:
Eval summary: there are several kinks in the guidewire lumen and ripples at the break site. There is a 0.035 guidewire returned detached from the delivery device and there is no visible damage to the wire which was found to be the hydrophillic type. The guidewire lumen damaged area appears to have been due to excessive force placed on the guidewire lumen. The accordion area is about 15 mm long and the kinks are located 26.7 cm, 34.5 cm and 37cm proximal to the tip area. This condition may be due to a dry or stuck hydrophillic wire.